Manufacturer narrative:
B3: estimated. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, an xtw mitraclip was placed without an issue reported. In (B)(6) of 2025, recurrent regurgitation was noted. The clip remained stable on the leaflets. There was no tissue injury associated, and no malfunction noted. Though requested, specifics, including the lot number and physician were not available regarding this event.

Event description:
It was reported that on (B)(6) 2024, an xtw mitraclip was placed without an issue reported. On (B)(6) 2025, recurrent regurgitation was noted. The clip remained stable on the leaflets. There was no tissue injury associated, and no malfunction noted. No additional information was provided regarding this issue. The exact date of occurrence was unknown and estimated as on (B)(6) 2025 for the medwatch report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record (lhr) and corrective action tracking system for the web (catsweb) database could not be performed as no lot number was reported. Based on available information, a cause for the reported recurrent mitral regurgitation could not be conclusively determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.